Event description:
It was reported that the insulation broke on this right atrial (ra) lead. This lead exhibited loss of capture, low impedance values under 200 ohms, noisy signals, and false atrial tachy response (atr) observed. No adverse patient effects were reported. Currently, this lead remains in service.